Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 3,231 products refobacin bone cement r 1x40g, reference 3003940001, lot number a749dc0513 were manufactured on 17 may 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 12 complaints have been recorded for refobacin bone cement r 1x40 g, batch a749dc0513 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that inner sterile packaging was found to be opened. This issue was detected during the surgery. This event involves product quantity 3. No adverse events have been reported as a result of the malfunction.